Event description:
Caller reported that a malfunction occurred on a brand-new pump while it was updating and being used for training. There was no adverse impact on the customer's blood glucose level as the pump had not yet been used for insulin therapy. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.